Event description:
It was reported that the insulin pump has short circuited. The blood glucose reading is 457 mg/dl. Customer has treated with manual injection. Customer stated that the numbers are ramping on their own. The scroll bar is not moving up or down without the input from the user. The insulin pump has a frozen display, no advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with intermittent button response due to corroded keypad traces. No unexpected numbers ramping, frozen display or battery out limit alarm observed. The device passed the the displacement, rewind, basic occlusio, prime and excessive no delivery tests. Cracks to the case, reservoir tube lip, reservoir tube, belt clip slot and damages to the lcd window noted.